Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed. The lens was observed stuck in cartridge. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded pcb00 21.0 diopter intraocular lens had loading issues. Back haptic trailing was unable to be tuck into place. Additional information was obtained as a result of returned product evaluation. It was observed that the that the tip of the preloaded device was deformed. No further information provided.